Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker felt chest pressure and suspected that the device was not working. Boston scientific technical services (ts) referred patient to physician and healthcare facility. The device remains in service. No adverse patient effects were reported.